Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received no motor movement or negligible movement. Retries to free a stuck motor failed alarm. Customer was able to clear the alarm but unable to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed pump error 38 during motor rewind. Per visual inspection found traces of corrosion on the home motor switch. Unable to perform displacement, prime or seating, basic occlusion, force sensor, and occlusion tests due to the pump error 38.